Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. .

Event description:
Boston scientific received information that these right atrial (ra) and right ventricular (rv) leads exhibited high pacing threshold measurements and pacing inhibition. Both leads were found to be fractured via fluoroscopy. The leads were successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil and the outer conductor coil was fractured. Microscopic evaluation indicated that the damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region and lead-on-lead abrasion.